Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket infection and the device pocket was opening up. There was a pocket hole and externalization of the implantable pulse generator (ipg). The patient was treated with antibiotics and the ipg system was explanted and replaced with a temporary ipg and lead and a subsequent permanent ipg system replacement. No further patient complications have been reported as a result of this event.